Event description:
The customer reported the ventilator shut down while in use on a patient due to the rn pushing the bed onto the power cord, causing the cord to malfunction. This event is being reported due to user misuse/error. The customer reported the ventilator was in use on a patient, and there was no patient harm. The customer reported that after the cord was damaged, they observed an arc in the plug when they plugged it into an ac receptacle. Upon testing of the power cord, the manufacturer's service technician verified the customer reported problem. The service technician replaced the power cord. Performance verification testing was completed, and passed to operating specifications.